Event description:
It was reported that high, out of range, low voltage lead capture threshold value was observed on the rv lead. Lead was capped on september 5th, 2017 and a new lead was implanted. Patient was stable.